Manufacturer narrative:
The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for multiple colony forming units (cfus). On 30jan2024, 22 cfus of staphylococcus aureus and staphylococcus epidermis were found. On 06feb2024, 14 cfus of staphylococcus warneri and staphyloccous pasteuri were found. On 09feb2024, 1 cfus of micrococcus luteus and 1 cfus of morganella morganii were found. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where the following deviation from the instructions for use (IFU) was confirmed: - water was not suctioned via biopsy channel at precleaning process. Olympus provided the following result of the culture test, performed at the third-party labs: sampling result date: (B)(6) 2024 sampling from: all channel cfu: 1cfu/endoscope bacterial identification: micrococcaceae the device was evaluated where physical damage of the device was noted where there was scratches on the suction cylinder and air/water cylinder and discoloration/corrosion of the mouthpiece. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that insufficient reprocessing due to deviation from IFU and physical damage of the device caused the event. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.